Manufacturer narrative:
(B)(4). Batch # m5409n. The analysis results found that the cdh29a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the anastomotic ring refer to the tissue donut? If no, please explain. What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? Who fired the device? What was the users experience with the device?

Event description:
It was reported that during a laparoscopic sigma procedure, anastomotic ring was very thin. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5409n. Comments: this looks to be a double stapling technique whereby there should be two staple lines contained in the anastomotic rings. There is evidence of malformed staples. This may have been caused by the circular stapler, an interaction between the linear stapler and the tissue, or the manipulation of the tissue after the firing. The difference in staple heights from side to side is a possible indication that the tissue was unevenly loaded in the linear device. When this occurs, the staples that encounter the thicker tissue tends to not form as completely and the staples in the thinner tissue tend to have a tighter ¿b¿ form. The event description indicated that the anastomotic ring was very thin. Unfortunately, the x-rays of the specimen do not provide enough information as to why the customer thought the anastomotic ring was too thin. Photographic conclusion: based on the x-ray photo evidence of the subject cdh29a device, the event description cannot be confirmed. Hands on device analysis may provide the evidence necessary to determine the root cause of the issue experienced.